Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred intermittently. Reportedly, the customer sometimes changes the infusion set tubing or site and is able to resolve the issue. The customer did not notice any kinks or bents in the cannula. Subsequently, the customer uses humalog insulin and sometimes uses the cartridge for 4 days. Recommendation was made to change the cartridge every 48 hours per labeling instructions. No troubleshooting was performed due to the occlusion alarms occurring in the past. There was no impact to the customer's blood glucose level.